Manufacturer narrative:
D6a. If implanted, give date. The implant date is known only as "2015". Therefore, 31dec2015 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The subject device is not available for evaluation as it remains implanted in the patient. The date of event is unknown. Therefore, screening date ((B)(6) 2024), as per imagery within the article, was used to calculate the implant duration. Article citation: okarski m, mroz k, trebacz j, sobczynski r, stapor m, konstanty-kalandyk j, kapelak b, legutko j, kleczynski p. Emergency transcatheter aortic valve-in-valve procedure with a novel intraannular system in a patient with cardiogenic shock due to severe stenosis of failed bioprosthetic heart valve. Kardiol pol. 2025 mar 13. Doi: 10.33963/v.phj.105097. Epub ahead of print. Pmid: 40078084. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and dyslipidemia. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "emergency transcatheter aortic valve-in-valve procedure with a novel intraannular system in a patient with cardiogenic shock due to severe stenosis of failed bioprosthetic heart valve", the following events were identified as pertaining to an edwards device: a 41-year-old male patient with a 27mm carpentier-edwards perimount magna ease valve implanted in aortic position underwent an emergency transcatheter aortic valve-in-valve procedure after an implant duration of approximately 8 years and 4 months due to calcific degeneration leading to valve leaflet stiffness, severe deterioration of left ventricle systolic function, aortic valve area (ava) 0.5 cm2, with transprosthetic gradient of 72.5/42.9 mm hg and a trace of aortic regurgitation. The patient presented with massive peripheral and lung oedema with ascites and required non-invasive ventilation prior to the intervention. A non-edwards device was implanted within the edwards surgical device. The patient was discharged in overall good condition. At 6-month follow-up visit, the patient was in overall good condition.